Event description:
It was reported in a journal article that during a period from 2005 to 2008 they followed numerous pediatric patients with home monitors. It was reported that this right ventricular (rv) lead exhibited high thresholds and was suspected of having a dislodgement. The rv lead was surgically explanted. Several attempts to obtain model/serial, and location of lead have been unsuccessful. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
At this time the device has not been returned. Therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations of dislodged or dislocated and detailed analysis did not reveal any abnormalities. Based on normal led resistance measurements and passing the hipot testing, and inspection revealed no conductor issues. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported in a journal article that during a period from 2005 to 2008 they followed numerous pediatric patients with home monitors. It was reported that this right ventricular (rv) lead exhibited high thresholds and was suspected of having a dislodgement. The rv lead was surgically explanted. Besides surgical intervention, no adverse patient effects were reported.